Manufacturer narrative:
The reported event for break with autoreducing was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a break with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information, but not obtained. It was reported that the reported device is an octrode lead unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2020-04670. It was reported that the ipg was intermittently unable to communicate with external devices. Additionally, the patient experienced overstimulation in the right hand and was unable to receive desired stimulation strength. The patient received an error message and the strength of the stimulation was reducing itself. Troubleshooting was unable to resolve the issue completely. As such, surgical intervention took place on (B)(6) 2020. During the surgery it was noted that the ipg was twisted in the ipg pocket and the lead was fractured in the middle. Diagnostics revealed high impedance on all contacts. The ipg was repositioned into its correct orientation. The lead was explanted and replaced with a new lead addressing the issues. Reportedly, therapy was resumed. Information received indicates that the physician alleges that the ipg was twisted due to the patient twiddling the ipg.